Manufacturer narrative:
(B)(4). Date sent: 1/26/2024. D4: batch # a9e102. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that b12srt device was received with the obturator inserted thru the sleeve. Upon evaluation of the device, the tip of the sleeve and the tip of the obturator were found broken. The event reported was confirmed and it is related to improper use of the device. One possible cause for the damage found on the sleeve may be excessive external load placed on the device. Please reference the instruction for use for more information. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, when the device was in and out of the trocar, the distal part of the trocar was partially cracked. Stopped the operation in time and removed the fragment from the body, and replaced a new trocar to continue the operation. There was no patient consequence reported. No additional information could be provided.